Event description:
Customer states they are experiencing tube drawing short while collecting patient specimens. Customer changed to a different lot number and did not experience any issues. New lot number not provided.

Manufacturer narrative:
Complaint (B)(4). Retrospective filing no samples were received for evaluation. No further details were provided. We have no further complaints on the material/batch. We have no further inventory for the material/batch. A check of quality, production and maintenance records shows no deviations related to the reported issue. Therefore the cause of the event cannot be determined.